Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsv4b8, (imp,tsv,4.1mm,sbm,8) for evaluation. Visual evaluation / functional test was performed, vial was returned opened and implant was missing from vial. No implant returned. The coob is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown. Device history record (DHR) review was completed for the subject lot number 1272359. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272359 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The vial was returned opened and implant was missing from vial. No implant returned. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a1: patient identifier unknown / not provided, a2: age at time of event unknown / not provided, a3: gender unknown / not provided, a4: patient weight unknown / not provided, d6: implant date unknown / not provided.

Event description:
Doctor reported when the implant was opened, the implant was not in the packaging and that only the mount and the cover screw were present. Procedure was completed with another implant from his stock.